Event description:
During coagulation with the electrode (prostate resection), the "ball" of the electrode fell down.

Manufacturer narrative:
The user facility reported that the roller of the electrode was detached during procedure. The user was able to retrieve the piece and the patient was doing reportedly fine without consequences. The particular electrode was returned to the manufacturer for investigation. The appearance of the electrode is clearly pointing to rough and frequent use of the product. The distal end was bent with a lot of scratches on it and the insulation tubes were damaged as well. The rough and/or frequent use of the product is considered to be at least contributing factor to this event. From the appearance of the defect can be concluded that the defect was already present prior to the particular procedure. The product is limited in the cycles of use and it is the responsibility of the user to inspect the product prior to each new treatment. It is clearly described in the IFU that the product must not be used in case of any damages or degradations observed. Hence, the root cause for the event is associated to use error which can't be further specified.